Event description:
It was reported that a catheter rupture occurred. A renegade hi-flo catheter was selected for use and during manual injection of contrast medium via a non bsc syringe the catheter ruptured. No patient complications were reported and the procedure was completed via an alternative method.

Event description:
It was reported that a catheter rupture occurred. A renegade hi-flo catheter was selected for use and during manual injection of contrast medium via a non bsc syringe the catheter ruptured. No patient complications were reported and the procedure was completed via an alternative method. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. The device showed damage in the form of a kink and a twist/kink. The kink was located 22.3cm from the hub and the twisted kink was located 10cm from the tip. Per the customers complaint it was stated that the catheter shaft ruptured during manual injection of contrast medium. A manual syringe of fluid was injected through the catheter. The twisted kink area did show a leak. Inspection of the remainder of the device, revealed no other damage or irregularities. No other issues were identified during the product analysis.